Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. The reported condition was verified. The direct cause of the condition was determined to be manufacturing related issue caused by inadequate solvent to the insert chip. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body of the minicap transfer set; further described as ¿the dark blue connector came apart from the extension set." This occurred while patient was disconnecting after peritoneal dialysis (pd) therapy. The patient was instructed to clamp the catheter close to the body, disconnect the extension set, and cover the exposed end with alcavis soaked gauze. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with 1g vancomycin intraperitoneally and ciprofloxacin 250 mg twice a day for three days orally for prophylaxis. No additional information is available.